Manufacturer narrative:
Date of event: 3-6 months ago. Explant date: 3-6 months ago. Device not returned.

Event description:
It was reported that the patient had the artificial urinary sphincter explanted and removed due to cuff erosion. Another aus was implanted 3-6 months post removal. No further patient consequences were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.